Manufacturer narrative:
Medtronic received additional information that while observing whether there was a change in oxygenation the customer did not exchange the device during that time. The customer cannot recall if there was an increased setting for the fraction of inspired oxygen (fi02). The customer did not notice a drastic change in oxygenation since the procedure was rapid. Medtronic received additional information that the customer seeing if there is a change in oxygenation is a standard part of the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, the patient was undergoing ventricular septal defect surgery (vsd) with pulmonary stenosis when the customer observed blood dripping at the bottom part of the oxygenator during the by-pass. Asthe procedure was not too long, the customer did not replace the device as no errors arose. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer observed if the leak continued. The case finished within 1 hour. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). The amount of patient blood loss as a result of this leak was approximately 150ml. A blood transfusion was required as a result of this leak. The customer observed whether there were any changes in oxygenation.